Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete information on resetting the pump and walked them through the process. After the reset, the error code did not reappear, and the caller was able to successfully start their sensor session.